Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that gamma nail broke after implantation.

Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. An inspection of the nail itself was not possible because the nail was not available. The provided x-rays confirmed the reported event: the nail was broken in its proximal nail hole. According to the provided surgery reports the nail broke after approx. 7 months after implantation; it was further reported that the fracture was not healed (delayed healing). Also a multi fragment fracture was reported (most likely instable). According to stryker literature research a normal healing range of femur bones is <6 months (statement 040506rp2), therefore the not healed fracture was classified as non-union. Furthermore the patient¿s height and weight indicate most likely obesity. Additional details about the patient mobilization postoperatively were not reported. Non-unions, obesity and postoperatively loads in combination with an instable fracture are IFU and operative technique listed adverse effects that can lead to implant failures like reported in the actual case. Because no deviations were found during the DHR review a manufacturing related issue can be excluded. Most likely the nail broke in a fatigue fracture due to patient conditions. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that gamma nail broke after implantation.